Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: the lead was returned and analyzed. The distal lead conductor was fractured, distal and proximal conductor flexed and the fractured defibrillation-superior vena cava (svc) coil was pulled/stretched/overstress. The defibrillation - (svc) conductor was exposed kinked/buckled, pulled/stretched/overstress. There was blood on the distal conductor not obstructed. The outer lead insulation had cosmetic depression and the overlay tubing had cosmetic environmental stress cracking (esc) and was kinked/buckled. The lead was stretched. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead high voltage electrode impedance was out of range and the hv trend showed it had been out of range for a long time. A defibrillation test was performed with success; therefore, the rv lead was left implanted and remains in use. No patient complications have been reported as a result of this event.